Manufacturer narrative:
The philips international field service engineer replaced the battery, and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
It was then reported that the malfunction of the voltage regulation plate was verified; it is replaced, however, the issue was not resolved. Additional test materials were requested.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the battery does not work. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.